Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no non-conformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the mount knob on the acrobat suv vacuum stabilizer system, st stabilizer was loose and would not tighten. A replacement device was used to complete the procedure. The device did not touch the patient. The hospital did not report any patient effects.